Event description:
An optometrist reported a case of stage one diffuse lamellar keratitis (dlk), for one right eye at the one day postoperative lasik enhancement procedure. Increased topical steroid drops were prescribed, and the symptoms resolved with treatment.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).